Event description:
It was reported that during a ptca procedure, the vessel perforated and pt expired. The lesion was in the junction of the posterior descending artery (pda) and posterior lateral artery (pla). The pt presented with hypotension and went into ventricular fibrillation. Physician attempted to export the vessel, but was still no flow. He performed a pericardial centises 3 times and stented the vessel with a non-bsc stent. After the dye was injected, the physician noticed the iq marker guide wire had gone through the vessel (pda/pla junction) due to the guide wire moving forward because the touhy let loose. No add'l info is available.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis is not available, and we are unable to determine the root cause of this event.